Manufacturer narrative:
Correction made to a2: date of birth: (B)(6) 1962 (previously ni).the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The patient reported that there was still liquid present in the device after being connected for the 23 hours. The device had been filled with 8000mg flucloxacillin, citrate buffer, sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.